Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. Blood glucose level was 380mg/dl. The occlusions were resolved by either resuming insulin deliveries or performing supply changes and then resuming insulin deliveries. Reportedly, the customer reverted to manual injections for insulin therapy.